Manufacturer narrative:
The cleartrace ECG electrode was not returned to the manufacturer by the end-user; therefore, an investigation on the suspect device cannot be completed. The lot number of the electrodes is unknown therefore a DHR/lhr, device history record/lot history record, review cannot be accomplished. It was reported that the patient has a skin sensitivity to tape or adhesive sensitivity; therefore, the most probable cause for this complaint is a sensitivity reaction to the adhesive component of the electrode. The adhesive sensitivity was treated with hydrocortisone cream to the affected site applied twice a day. However, the root cause of the complaint cannot be conclusively determined at this time; especially without examination of the suspect product. Biocompatibility documents noted that all skin contact substances were tested and are considered biocompatible for their intended use. Electrodes were tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, likely possibility of reaction due to manufacturing related issue is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device not returned by end-user.

Event description:
It was reported, "patient had skin irritation (redness) to electrode 1700-030 sue to sensitive skin ans sensitivity to tape. The redness was under the entire electrode (both gel and tape portions). " the patient was treated with hydrocortisone cream to the affected area, twice a day.